Manufacturer narrative:
Date of event: estimated since unknown. Implant date: estimated since unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. There were no patient complications. At the 45-day follow-up the watchman device was free of thrombus and met all criteria for a successful implant. An 8-month follow-up transesophageal echocardiogram (tee) revealed a thrombus on the face of the watchman flx device. The patient was placed on blood thinners and a recheck was schedule in 90 days. No patient complications were reported.